Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of hospitalization for high blood glucose level of 863mg/dl and diabetic ketoacidosis. The customer indicated that they were not getting insulin from the pump. Troubleshooting found that the customer previously called to troubleshoot and had bent cannulas and only wants the pump replaced. Customer was advised to contact their doctor regarding their blood glucose and to see about getting a new infusion set. There was no further information provided by the customer or by troubleshooting.